Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought into the hospital and defibrillation threshold (dft) testing was performed. Shock impedance measurements were noted to be within normal limits and the physician will continue monitoring. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms in the rv to can configuration. Shock impedance measurements in rv to ra was noted to be 122 ohms, ra to can was 90 ohms and triad was 104 ohms. Boston scientific technical services (ts) discussed troublehsooting options. The physician plans to bring the patient in on an unknown date in the future to perform commanded shocks. No adverse patient effects were reported. This product remains implanted and in service.